Event description:
Additional information was received from the patient. They reported that they could not explain/clarify the report that someone was shooting things that left puncture marks through their shoes and would hit their ins, causing it to burn like crazy; they were sleeping in bed and did not know how it was possible. They stated something hot and pointed came into their body and through it, and they questioned if it might be a laser. When asked what the circumstances were which led to the ins burning like crazy, they responded the device was not on and had not worked for months and was not old. They replied the steps taken to resolve the burning were that they 'screamed bloody murder' for about twenty minutes while it was happening. The issue remained unresolved, even after they saw a urology doctor. It was noted they were unable to use the phone to contact their healthcare provider, as they were currently in a psychiatric hospital. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient reported someone is really trying to do damage to her in her apartment many different ways. At night, she is experiencing extreme sharp pain like a laser and last night this thing whatever it is made her stimulator in her body just burn like crazy for about an hour and it was extremely painful. The patient believes somebody is shooting things that leaves puncture marks and some are black and blue marks which is extremely hot. It is coming through her shoes and it hits her ins last night and she had at least an hour of extreme pain. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.